Event description:
Surgeon noticed that the disposable endoscopic suture passer in the disposable port closure system was bent. Suture passer had just been removed from sterile packaging.what was the original intended procedure?robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and bilateral pelvic and periaortic lymphadenectomy & umbilical herniorrhaphy.device #1is this a laboratory device or laboratory test?no.